Event description:
It was reported that the bd maxguard¿ extension set had flow issues and was occluded during the blood administration. The following information was provided by the initial reporter: "our nicu is reporting issues with occlusion alarms while administering blood. The discontinued product was approved from blood administration."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they are having issues with occlusions could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me2020 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ extension set had flow issues and was occluded during the blood administration. The following information was provided by the initial reporter: "our nicu is reporting issues with occlusion alarms while administering blood. The discontinued product was approved from blood administration."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.